Manufacturer narrative:
(B)(4). Medical devices: 157452 m2a-magnum mod hd 012650; 139270 m2a-magnum taper 00630; x11-180314 bi-metric stem 122970. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09315.

Event description:
It was reported the patient underwent a hip revision approximately 6 years post-implantation due to swelling, inflammation, metallosis and damage to surrounding bone and tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.